Event description:
A customer contacted beckman coulter (bec) reporting indicated that a clear leak (.3 ml) was observed in the random access module (ram) tray when performing maintenance on the coulter lh 750 hematology analyzer. The leak was contained within the unit. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse indicated that the customer was seeing small leak at shear valves. The fse confirmed that the fluid was not coming from blood sample line it was coming from self-cleaning line on shear valve (vl 98). The fse found that actuator for vl 98 was sticking. The fse replaced the actuator and verified that system was not leaking. The fse ran passing startups, verified latron recovery, and ran passing qc. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).